Event description:
Per the clinic, the patient experienced a loss of osseointegration due to infection resulting in fixture loss. The patient was reimplanted with another device (date not reported).

Manufacturer narrative:
(B)(4). Device analysis not required.